Manufacturer narrative:
Device discarded at hospital.

Event description:
It was reported during the procedure that the subject stent had resistance at the time of advancing in the microcatheter and even during deployment. As a result, when the subject stent was attempted to place, it came out of the tip of the microcatheter and unintentionally moved to a more distal place compared to the lesion site. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during prior to use on the patient and continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue of the stent difficult/unable to advance or pullback through catheter, stent friction, and the stent improperly deployed and review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported. H3 other text : device discarded at hospital.

Event description:
It was reported during the procedure that the subject stent had resistance at the time of advancing in the microcatheter and even during deployment. As a result, when the subject stent was attempted to place, it came out of the tip of the microcatheter and unintentionally moved to a more distal place compared to the lesion site. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.